Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they did not got low battery notification before dying. The customer¿s blood glucose level was unknown. Customer also reported that the insulin pump rejected new batteries and had random no delivery. The device will not be returned for analysis.